Manufacturer narrative:
As reported in the angioguard carotid use survey, respondent twenty-eight indicated cardiac procedural stroke; focal neurological deficits and CT-graphic evidence of infarction despite use of an unknown angioguard. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and based on the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " stroke" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. In addition, patient related events cannot be duplicated in the lab. Risks associated with embolic protection device procedures include neurological events such as, stroke and/or tia. These are well-known and extensively documented potential complications of this type of procedure and is listed in the instructions for use (IFU) as such. Additionally, we do not know what the anticoagulant/antiplatelet status of the patient was at the time of the event as this information was not provided. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the angioguard carotid use survey, respondent twenty-eight indicated cardiac procedural stroke; focal neurological deficits and CT-graphic evidence of infarction despite use of an unknown angioguard. The device is not available for evaluation.